Event description:
During routine 6 week post-operation check on (B)(6) 2015, far field oversensing on atrial channel and ventricular oversensing were observed in stored egms. Atrial and ventricular sensitivities were reprogrammed (to less sensitive settings). An additional follow-up was performed on (B)(6) 2015. There was no new oversensing event stored in device memories.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
It includes analysis of follow-up files of (B)(4) 2015, and correction of rv lead model. Conclusion and recommendations remain unchanged compared to previous version of analysis report.

Event description:
During routine 6 week post-operation check on (B)(6) 2015, farfield oversensing on atrial channel and ventricular oversensing were observed in stored egms. Atrial and ventricular sensitivities were reprogrammed (to less sensitive settings). An additional follow-up was performed on (B)(6) 2015. There was no new oversensing event stored in device memories.

Manufacturer narrative:
(B)(4).

Event description:
During routine 6 week post-operation check on (B)(6) 2015, farfield oversensing on atrial channel and ventricular oversensing were observed in stored egms. Atrial and ventricular sensitivities were reprogrammed (to less sensitive settings). An additional follow-up was performed on (B)(6) 2015. There was no new oversensing event stored in device memories.